Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 failed. A field service engineer confirmed that lights in all drawers were present, reseated all cables and wires, cleaned the inseparables, rebooted the system and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawers 3.1 and 3.2 were not detected on the bus. Customer tried to reboot and recover, but the issue persisted. The customer stated this malfunction caused a delay when the user tried to issue medication to the patient and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.